Event description:
As reported by an affiliate, during a carotid artery stenting procedure, a precise pro rx presented deployment difficulty. When the physician started deployment, the stent opened till one third and then did not open. There was no injury to the patient reported. Product will be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product analysis received ((B)(4) 2012). Complaint conclusion: as reported by an affiliate, during a carotid artery stenting procedure, a precise pro rx delivery system experienced deployment difficulty. When the physician started deployment, the first one third of the stent opened would open no further. There was no reported patient injury. During product analysis new information showed that the brite tip of the device was frayed/split/torn. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile precise pro rx carotid stent system was received coiled inside a plastic bag. The stent was partially deployed and the brite tip is broken, the hemostasis valve was open already. No more anomalies were found. Usable length was measured and was found acceptable per specification. Functional test was performed and the stent could be deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of 'brite tip damaged' condition could not be conclusively determined; the damaged appears related to partial deployment of the stent. The failure reported by the customer was confirmed; the cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. One non sterile precise pro rx carotid stent system was received coiled inside a plastic bag. The stent was partially deployed and the brite tip is broken, the hemostasis valve was open already. No more anomalies were found. Usable length was measured and was found acceptable per specification. Functional test was performed and the stent could be deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of 'brite tip damaged' condition could not be conclusively determined; the damaged appears related to partial deployment of the stent. The failure reported by the customer was confirmed; the cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues; 10965971 rev. 6 (100% inspection). Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.